Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular lead integrity warning indicated the lead displayed high rate non-sustained episodes and the sensing integrity counter was noted. Additionally, there were non-sustained ventricular tachycardia episodes with intermittent t wave over-sensing. A request for additional information was made and it was learned no intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.